Manufacturer narrative:
E1: patient city: (B)(6). Patient country: austria.

Event description:
Reference number (B)(4). Event occurred in austria. It was reported that the patient went to an emergency room (ER) and eventually got hospitalized due to diabetic ketoacidosis (dka) event on (B)(6) 2025. Patient also reported that dka self inflicted as set had not been changed. Blood glucose level was 600 mg/dl at the time of the event and patient got treated with insulin via intravenous (IV) drip. The duration of hospitalization was greater than 24 hours. Patient also experienced the symptoms of sick/unwell. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6005490, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 17-oct-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal "6005490". No further statistical trending analysis is required. Test results: photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Visual test according to work instruction (wi) version 3.0 on reference samples, 10 samples out 10 samples passed the test. Functional flow test 1 according to (wi) version 2.0 on reference samples, 10 samples out 10 samples passed the test. Functional leak test 2 according to (wi) version 2.0 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: the lot 6005490 was manufactured according to the (wi) version 78 and manufactured in the multivac 12 on 15-feb-2024 with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code conclusion summary of complaint investigation: as a result of the following: no physical samples were returned, one non-conformance (nc) raised during production unrelated to complaint code, no trend identified for the lot in question, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.